Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera control unit displayed an error e116 and e117. Additionally, the user reported that at the seven segment display ¿14¿ was displayed. The issue was observed during preparation for use and there was no procedure or patient affected by this event. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the device evaluation, the device was disassembled and completely checked. No traces of visible damage were observed. The device meets all limits in the inspection procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.